Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. A correlation between the device and the reported hemorrhagic stroke and infection could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause of death was reported as a subarachnoid hemorrhage (sah) due to a previously unreported infection. The patient's infection began on (B)(6) 2015 and was suspected to be initially caused by the PICC line. After repeated positive blood cultures, the patient's aicd was removed, but the infection was suspected to have seeded within the lvad. The patient remained on unspecified intravenous (IV) antibiotics for an unspecified amount of time. The patient also had a previously unreported history of cerebrovascular accidents (cva) with the first positive CT scan on (B)(6) 2015. The patient had multiple subsequent readmissions due to either positive blood cultures or new cvas. On an unspecified date, while inpatient, the patient developed ventricular tachycardia (vt), fell, and hit their head. The first CT scan performed was negative for bleeding. The patient's inr was 1.5 at the time, compared to a goal of 2.5-3.0. On an unspecified date, the patient developed right sided paralysis. A subsequent CT scan revealed a hemorrhagic stroke. The lvad was reported to have been operating as expected.